Manufacturer narrative:
Date of event - estimated as the event date is unknown. Implant date- estimated as the implant date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, the closure device experienced leaks. The patient was placed on eliquis in response to the leaks.